Manufacturer narrative:
Additional information was added: the lot was manufactured from november, 4 2019 - november 5, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and found the bladder has been ruptured. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of the three (3) small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.